Manufacturer narrative:
(B)(6). Recommendation made to rotate the tube/detector and re-start the imaging system. Reported issue resolved at time of the call. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that their imaging system displayed an error message: error initializing collimator. No further details regarding this behavior were provided. There was no patient present when this issue was identified.